Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was repaired and placed back into service. The faulty part was disposed of. The device will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.